Event description:
It was reported that the vns pt's pulse generator had reached end of service, and communication was not successful due to the depleted battery. The pt was referred for surgery to replace the generator. Prior to surgery, x-rays were taken to assess the integrity of the lead since interrogation was not possible to perform a diagnostic test. Review of x-rays by the surgeon revealed that there was no sign of a lead discontinuity. During surgery, when a new dual pin generator was connected to the existing lead and a system diagnostic test was performed, high lead impedance resulted. The surgeon performed a pin re-insertion, and another system diagnostic test again revealed high lead impedance. The new pulse generator was tested using the test resistor and a generator diagnostic test revealed normal device function. The result of the intra-operative troubleshooting revealed that the lead was the cause of the high lead impedance, and the surgeon subsequently replaced the lead. Good faith attempts to obtain the explanted lead and generator for analysis have been made, but have been unsuccessful to date. In addition, good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.